Event description:
It was reported the patient was unable to enter MRI mode. Diagnostic system testing indicated high impedance values. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107824.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the lead was explanted and replaced to address the issue. Effective stimulation was restored.